Manufacturer narrative:
Insulin pump unable to prime during prime/a33 test due to moisture damage noted on force sensor resistor. All buttons functioning properly. No button error alarms noted. Moisture damage was noted on keypad traces. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. The battery was changed and the anomaly persisted. Blood glucose reading was 18 mmol/l. The reporter had treated with manual injection. No significant events were recalled leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.